Event description:
It was reported that when using the bd pyxis¿ es refrigerator had door failed and does not open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that the refrigerator door would not open. A field service engineer (fse) had powered down and reseated the network cables and router. Fse restored the system and resumed testing, but the problem persisted. Later, the fse spoke with the pharmacist, who said that the station was back up and running. The user was able to open the refrigerator door. The system functioned as intended after the field service engineer repaired the device.